Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2024. Tubing was detached from the connector. The site location was the abdomen. No further information was available.